Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 2 months ago. Aneurysm morphology was not reported. The aortic neck was conical in shape measuring 23 mm below the renal and it went to 28 or 29 mm distally. It is reported there was a type 1 endoleak due to the conical aortic neck. A cuff was required to be implanted and successfully resolved the endoleak. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation results/conclusion: (endoleak), (conically shaped aortic neck). Other (required secondary intervention).